Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The endoscope was taken from the storage cabinet and was manually washed followed by being reprocessed using the automatic endoscope reprocessor (aer). A culture test was then conducted. The endoscope was then quarantined. The endoscope then underwent a first round of culture testing (manual washed, aer reprocessed, culture testing, endoscope quarantined.) The culture result came back positive a few days later. The endoscope then underwent a third round of culture testing (manual washed, aer reprocessed, culture testing, endoscope quarantined.) The culture result came back negative a few days later. Pre-cleaning was performed according to the instructions for use. Leakage testing performed according to the instructions for use. The leakage tester was the maintenance unit mu-1. The leakage test was performed on december 16, 2021, until no bubbles formed. The pull thru disposable cleaning brush was used for the instrument channel. The cleaning brush was disposed after use. The instrumental channel/ suction channel was repeatedly brushed until no debris was observed upon inspection of the brush. The pull thru cleaning brush was used for the suction cylinder/ instrument channel port until no debris was observed in the bristles of the brush. Scope buddy plus was used to flush all of the device channels. Two types of brushes were used when brushing the forceps elevator, olympus single use soft brush maj-1888 and the cleaning brush. The forceps elevator area was repeatedly brushed until no debris was observed upon inspection of the brush. Flushing into the interior of the forceps elevator in the detergent solution was performed. The endoscope was kept immersed in the detergent solution while brushing and flushing of the forceps elevator. Single use valves and a single use bottle were used. The aer was the advantage plus pass-thru along with rapicide part a and part b, intercept plus, isopropyl alcohol 70 percent. The endoscope and aer were compatible per the manufacturer¿s aer instructions for use. The expiration date of the disinfectant solution used was unknown. The minimum effective concentration of the disinfectant solution being performed was unknown. The aer disinfection process program was according to aer manufacturer¿s recommendation. The aer disinfection process was programmed by cantel, rapicide five (5) minutes contact time, and intercept plus three (3) minutes contact time. The channels were flushed with alcohol. The endoscope was dried prior to storage in a cantel endodry cabinet. The storage cabinet was well ventilated. A tip protector was not used during storage. The device was inspected prior to the procedure. The device was evaluated. The reported issue could not be confirmed as olympus did not perform a hygiene microbiological investigation. During inspection, it was noted the distal end had a burr. The adhesive on the bending section cover had wear. The universal cord had a wrinkle. The water supply connector was loose, and due to wear of forceps elevator lever, the up/down knob could not be locked securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a routine culture, the evis exera ii duodenovideoscope failed the culture test twice before passing. On (B)(6) 2021, and (B)(6) 2021, the tip of the scope and the biopsy channel were sampled. The biopsy channel tested positive for pseudomonas aeruginosa after each sample. The scope had been quarantined in between samples. The scope was sampled a third time and tested negative. The device was not used on patient with known infection of the same microorganisms. The issue was found at reprocessing. The intended endoscopy procedure was completed with no additional medical treatment or surgical intervention. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be conclusively identified. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.